Manufacturer narrative:
Olympus had followed up with the user facility via telephone and in writing to gather add'l detailed info regarding this event, but received limited info. The device referenced in this report was returned to olympus for eval. The eval confirmed, the user's report of an error 2 message. The phenomenon was isolated to a damaged oscillation printed circuit board. The printed circuit board has been forwarded to the original equipment manufacturer for further eval. If add'l significant info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined, but user handling appears likely a contributing factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate, the device became overheated, however, the users continued to operate the device. The unit subsequently displayed an error message and ceased operating. The procedure was said to have been mostly completed, but the users stopped the procedure. There was no pt injury reported.